Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-15. H6: investigation summary a complaint of a set breaking at the hub was received from the customer. One sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. Cracks were seen all around hub, and a piece of the hub had almost broken off. A device history record review could not be performed on model me2017 because a lot number was not provided by the customer. The root cause was identified as internal stresses created in luer during manufacturing process that make it more susceptible to chemical/mechanical attacks. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that a 60 in ultra minibore extension set was found to be damaged. The following was reported by the initial reporter: "student rn was screwing flush onto med line tubing per protocol and tubing cracked at hub. Cracked line med was saved and placed in leadership office and new med line was created."

Manufacturer narrative:
"Unknown manufacturer: (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that a 60 in ultra minibore extension set was found to be damaged. The following was reported by the initial reporter: "student rn was screwing flush onto med line tubing per protocol and tubing cracked at hub. Cracked line med was saved and placed in leadership office and new med line was created."